Event description:
It was reported that the device was heating up during a procedure. Another device was used to complete the procedure. There was no medical intervention required and no delay in the procedure.

Manufacturer narrative:
The device was returned to the manufacturer and an evaluation is anticipated. This report will be updated when the evaluation is complete.